Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's blade came out of the jaw. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the device was returned with the knife exposed. The customer reported the knife blade was exposed. The reported condition was confirmed. The investigation found the device was returned with the knife blade exposed while the jaw was open. The log taken from the device's rfid chip showed the device was used 7 times. The investigation identified the root cause of the reported event to be user error for subjecting the device to multiple uses or reprocessing. The instructions for use (IFU) states: this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. If information is provided in the future, a supplemental report will be issued.